Event description:
The pt's sister reported the pt needs an MRI and may have to scs system explanted. The pt discontinued charging the ipg a few months after implant. Surgical consult if pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.